Event description:
The pencil stays "on" continuously. No further info has been disclosed.

Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue.